Manufacturer narrative:
Device evaluation: the lens was returned in a specimen cup. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021 due to excessive vaulting, angle closure, with elevated intraocular pressure. The lens was replaced with a shorter lens and the problem was resolved. The eye is quiet and patient pleased with outcome. The pis were enlarged by (B)(6) on (B)(6) 2021. See MFR. Report#: 2023826-2021-04212 for replacement lens. H6: health impact- clinical code: 4581 - angle closure. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2021. The reporter indicated the surgeon plans to explant and exchange the lens for a shorter lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.